Manufacturer narrative:
Correction: b5, h6 - the allegations of capture loss and high capture threshold on the right atrial lead were incorrectly reported.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the right atrial (ra) lead exhibited high, out of range pacing impedance and high capture threshold. Capture loss was also noted. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with all tines intact and undamaged. Final analysis didn¿t find any anomalies.